Manufacturer narrative:
Approximate age of device 1 years, 9 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was found to have a driveline infection (pseudomonas) and drainage on (B)(6) 2016. The patient was treated with keflex and rifampin then switched to ciprofloxacin. It was noted that the patient was discharged home on (B)(6) 2016 with hospice because of poor prognosis. The patient had other cases of infection reported under MFR# 2916596-2019-03602 ((B)(6) 2014), MFR# 2916596-2019-03915 ((B)(6) 2015), and MFR# 2916596-2019-03594 ((B)(6) 2017). No additional information was provided.